Manufacturer narrative:
The following were updated to correct MFR report #2647876-2023-00463 the batch was updated from unknown. D4. Medical device lot #: 3137620. D4. Medical device expiration date: 02/21/2024. H4. Device manufacture date: 05/17/2023. H.6. Investigation summary: catalog: 442020. Batch no.: 3137620. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 4 of 6. It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) a molecular false positive occurred. Gram stain: gram negative rods and culture result only showed: e.coli for confirmatory. No patient impact was provided. The following information was provided by the initial reporter: customer reports that they are continuing to have molecular fps. On (B)(6) 2023, sequence #: (B)(6). Gram stain: gram negative rods. Culture result: e. Coli. Biofire lot #: 2wvw23.

Manufacturer narrative:
D4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
Report 4 of 6. It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) a molecular false positive occurred. Gram stain: gram negative rods and culture result only showed: e.coli for confirmatory. No patient impact was provided. The following information was provided by the initial reporter: customer reports that they are continuing to have molecular fps. 10/10/23 sequence #: 449461700220 gram stain: gram negative rods culture result: e. Coli biofire lot #: 2wvw23